Manufacturer narrative:
The reported event was not confirmed, the device was not available for evaluation. However, based on the reported event the device was dropped, would have caused the tip to be bent. Based on the IFU the device being dropped, use error, would cause the tip to be bent. Device was not returned to manufacturer facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that while unpackaging at user facility, the device was dropped and the tip of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that while unpacking at user facility, the device was dropped and the tip of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.